Event description:
A recalled depuy hip implant was removed from the patient during revision total hip arthroplasty. Preoperative diagnosis was a failed right hip arthroplasty secondary to acetabular component loosening. The initial implantation surgery was 3-4 years ago. The patient suffered a fall in the early post-operative period after initial surgery and the patient did well in spite of that. Patient had left knee replacement 1 year ago and had an incidental x-ray of their right hip. The x-ray revealed loosening of the acetabular component which was flipped. Her component was a depuy asr shell and was found to have significantly elevated cobalt and chromium ion levels despite being completely asymptomatic. She presented to (B) (6) for revision of her acetabular component.======================manufacturer response for depuy asr, femoral and acetabular component.======================manufacturer representative was present for the revision and not affiliated with the implanted hospital. It is unknown whether he filed a report with depuy or what his protocol is but he was aware that the explant was a recalled item.